Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision at distance. The lens was exchanged for another lens model 03 months following the initial procedure. Clinical reason for explant was mentioned as patient was not adapting to technology. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The product was returned for analysis and the reported complaint could not be confirmed. Intra ocular lens (iol) returned in a sample container. Solution is dried on the iol. App 50 percent of the iol is returned, half of the optic and one haptic. Both the optic and the haptic are scratched or marked rejectable. The reporter states the company iol was replaced with a monofocal iol. The root cause for the reported complaint could not be determined. The exchange to a monofocal lens may suggest that the replacement lens model was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).